Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.